Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 9:30am. She reportedly manages her diabetes with insulin through pump therapy and denied making any changes to her usual diabetes management routine in response to the alleged issue. Approximately 1 hour later, she claimed she developed symptoms of "feeling thirsty" and in response to her symptoms, she drank water. No other form of treatment was administered. At the time of troubleshooting, the meter was not being used for the first time. The batteries did not need to be replaced based on the age/use of the meter. The correct test strips were being used but the issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.